Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intra-op, the patient underwent surgery due to lumbar spinal stenosis. The doctor opened the package and checked no abnormality. The product had slide problem and it was difficult to use. Doctor replaced a new product. Doctor does not think it was related with product. The product came in contact with patient. There was no impact on the patient.

Manufacturer narrative:
Product analysis :macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with sample mas head found set screw unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
(B)(4): device returned to manufacturer but evaluation not yet begun.